Event description:
It was reported that the ilet pump¿s display was damaged when the user struck the device against a door frame, resulting in a shattered screen that was not usable and preventing on-device shutdown. No reported symptoms or patient injury. Outcomes included interruption of normal device use and reliance on continuous glucose monitor (cgm) via the dexcom app or receiver while awaiting a replacement device. Investigation included review of the event description and device return logistics. Investigation of this case revealed physical damage to the screen consistent with impact. It was concluded that the event was attributable to accidental damage, not a device malfunction, and the device required replacement to restore function.